Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported one of the screws had fractured and had to be pushed out of the distal end of the femur.